Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: photos of the incident claimed were received for evaluation and it was possible to verify barrel damaged in the nozzle. It was performed the DHR, quality notifications and maintenance records were checked where they were not found potentially related to failure. The possible cause for the damaged cylinder is a failure in the syringe assembly that caused the barrel damaged. This is the first complaint related to the identified incident and from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak" 20ml syringe luer slip experienced a tip/luer of syringe that broke off. The following information was provided by the initial reporter: when connecting the needle to the syringe, the nozzle / luer take off.